Manufacturer narrative:
This supplemental submission was not needed. Cancelled in our complaint system. Numbering of follow up 2 was incorrect and should have been follow up 1. All information for MFR # 9616066-2016-01473 is included in the initial submission and follow up 2. Also per follow up 2: "correction: disregard file, it is a duplicate to file manufacturer report number: 9616066-2016-00987".

Event description:
No additional information

Manufacturer narrative:
Correction: disregard file, it is a duplicate to file manufacturer report number: 9616066-2016-00987.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because no product was received for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the patient noticed IV was leaking while infusing oxaliplation/leucovorin. The nurse was notified and it was determined that leak occurred at the y-site. There was no report of patient harm.